Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and mildly calcified de novo lesion in the left anterior descending artery. Following pre-dilatation, a 2.75x18mm xience xpedition stent was deployed at 10 atmospheres (atms). Post dilation was performed with a 3.0x12mm unspecified non-compliant balloon at 14 and 16 atms; however, a distal edge dissection was noted. A 2.75x15mm xience xpedition stent was implanted to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure.